Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed during review of the event history log. The assignable cause was depleted main batteries. The main batteries were replaced to correct the reported condition. Additional information: the user interface module software version is 5.04.00. This issue has been escalated to CAPA. A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump.

Event description:
During service by baxter, the colleague infusion pump was found to contain a malfunction of a battery depleted alarm on channel b. This event occurred during infusion and was found during the product evaluation at baxter. There was no patient involvement. No additional information was available. The user interface module master software version is currently unknown.